Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 12 states, "intraoperative or postoperative bone fracture and/or intraoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02561 / 02562). Additional event(s) for this patient reported on medwatch number(s) 1825034-2014-06074. Device kept by hospital.

Event description:
Patient underwent a right knee revision due to a fractured yoke component, pain, instability and loosening caused by a lack of boney ingrowth approximately 2 years post-implantation. The patient was implanted with an orthopedic salvage system with a porous stem.